Manufacturer narrative:
The resulting inappropriate shock did not cause an exhaustion of rescue therapy. No adverse patient effects were reported. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had delivered inappropriate shock as a result of programming re-detection parameters. The patient's arrhythmia accelerated into the ventricular tachycardia (vt) zone which was maintained and then entered into re-detection once the program duration had timed out. Subsequently, no detection enhancements were applied. A bsc technical services consultant discussed programming options for the device¿s detection enhancements. The resulting inappropriate shocks did not cause an exhaustion of rescue therapy. There were no reported adverse patient effects associated with this clinical observation.